Manufacturer narrative:
Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected. Manufacturer's investigation conclusion: incidental findings: an intentional pump stop was captured on (B)(6) 2024. The reported malposition of the inflow cannula was able to be confirmed through the submitted photos. Analysis of the submitted log files confirmed low flow alarms that the account attributed to the patient¿s small left ventricular end-diastolic diameter (lvedd) the inflow cannula shifted. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2024. A sudden decrease in flow was captured on (B)(6) 2024, consistent with the reported event. No other notable events or alarms were captured. Review of the submitted the x-ray image confirmed the malposition of the pump with the shift of inflow cannula position. The additional images of the explanted pump captured non-obstructive tissue ingrowth along the proximal edge and lumen of the inflow cannula. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also instructs to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient, who was transferred from another hospital for regular transplant listing, had a progressive decline in their general condition. For the past week, they experienced regular low flow hazard alarms with the red heart light-emitting diode (led) and continuous beeps. The patient reportedly had a very small left ventricular end-diastolic diameter (lvedd) since the left ventricular assist device (lvad) implant which decreased to its current size of around 30mm. Due to this remodeling, the angle of the inflow cannula also seemed to have shifted. Echocardiogram and x-rays were performed which confirmed that the inflow cannula was not directed to the mitral valve anymore resulting inadequate volume entering the pump. Furthermore, a floating formation was suspected infront of the inflow cannula. Additionally, the patient's organs, liver, kidney, and lung, started to fail which led to flows dropping nearly to 0. A decision was made to perform an emergency exploration to reposition the pump which ended up not being possible. After the exploration was not possible and to exclude any thrombus/floating formations inside the pump, a pump exchange was performed. Visual inspection of the exchanged pump showed not more than normal neointima development in first line. Due to the huge wound area cause of the extend preparation of the pericardial tissue, the patient experienced a high loss of volume and massive blood product infusion was done. In the course, the patient also developed a right ventricular (rv) failure and a temporary right ventricular assist device (rvad) was installed in the same procedure. The patient was able to be stabilized on low level with a very high dose of catecholamine and another high amount of volume substitution. They were then transferred to the intensive care unit (ICU). The thorax was closed, liver and renal dysfunction were in place, and both devices were reported to be working as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.